Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, the separation from the luer activated ¿y¿ was observed. The reported condition was verified. The cause was determined to be manufacturing issue. Corrective maintenance actions were performed to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink continu-flos tubing separated from the distal end y-site. The separation occurred during priming. There was no patient involvement. No additional information is available.